Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on (B)(6) 2018 that the buttons of the insulin pump have become harder to press and are less responsive. Customer's blood glucose level was unknown at the time of the incident. Troubleshooting did not occur. The insulin pump will not return for analysis.